Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
A distributor email was received on behalf of a customer facility regarding a appx 0.28 ml, 0.2 micron disc filter with item number msf475 and lot number 14208135: it was reported that they were only recently put into use, as they were finalizing there existing stock of medtronic intrathecal pump fill kits. Upon attempting to use some of the filters, they discovered that they are defective, the medication cannot be pushed through them without applying extreme force. On several occasions, they have required assistance from a colleague to depress the syringe, which is not consistent with the performance of filters they have used in the past. It was occurred during infusion. There was patient involvement and no reported harm.